Event description:
Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Event description:
It was reported during inspection of circulated items that debris was identified in the sterile package. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 51-105150 taperloc complete pps type 1 6886915 51-103150 taperloc complete pps type 1 6241752 51-145160 micro tprlc complete pps type1 6669301 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2022-02678, 0001825034-2022-02679, and 0001825034-2022-02680.